Manufacturer narrative:
(B)(4). A needle that was missing the point end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent a craniotomy on (B)(6) 2014 and suture was used. The needle tip broke off during the procedure. The needle tip was too small to find. Additional information was requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.